Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).

Manufacturer narrative:
B5 - corrected to: "the reporter indicated that the surgeon implanted a 12.6mm vticm5_ 12.6 implantable collamer lens of diopter -12.0/2.5/090 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a longer length lens due to low vault without rotation. Reportedly, "vault was adjusted by changing the position of the lens fixation." The problem was resolved. The cause of the event was reported as unknown." In the initial MDR. Claim # (B)(4).

Manufacturer narrative:
A4-a6: unk. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -12.0/2.5/090 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a longer length lens due to low vault without rotation. Reportedly, "vault was adjusted by changing the position of the lens fixation." The problem was resolved. The cause of the event was reported as unknown.